Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 1.64 kgf in average and 1.46 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum) conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the thread comes out of the needle causing additional time for the procedure. Detected before use. Additional information has not been received.